Event description:
Chronic pain, fatigue; I have mentor 500cc smooth round silicone gel implants and had my surgery (B)(6) 2006. I've had chronic pain, fatigue and autoimmune type symptoms without clear reasons why for over 10 years and is getting worse. My left breast has changed shape drastically, and I'm having chest pain and other issues with my breasts. I'm having an MRI in a few weeks but the drs feel I need to get these implants out and possibly leave them out or replace. However I am scared because I am not sure if it's making me sick. I wasn't told to get MRI every few years after getting the implants nor was I told about the risk of silicone gel, was basically told it's harmless. Now I see that's not the case, I'm worried because these implants were placed during the clinical trial period and I'm not even sure of their safety. Can you please provide info on it if I need reconstructive surgery or want to have implants to not leave my chest deformed; is saline or silicone is safer? Rt implant serial # (B)(4), left implant serial # (B)(4). My surgeon has been wonderful but I'm just worried about the safety of the implants and effects on my health and if I was misinformed. Thank you. FDA safety report ID # (B)(4).